Event description:
It was reported the implantable neurostimulator (ins) was not providing therapeutic effect for the patient¿s back pain. It was noted the patient did not have therapeutic effect for their back pain during the trial. The reporter stated the patient wanted to have the ins because the ins provided some relief. It was noted that lead impedances were checked and the ins functioned properly, but was unable to reprogram the ins to obtain therapeutic relief. It was further noted the patient had the system removed since the patient had a pump trial and they received therapeutic relief. Additional information received reported that the patient had poor pain relief in chronic areas and a second lead migration had occurred. It was reported that during a sacroiliac joint injection on (B)(6) 2013 migration of the leads was found. It was noted that the injection was performed successfully. The outcome was reported as resolved without sequelae after the entire system was explanted on (B)(6) 2013. The etiology was the leads and neurostimulator and was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
The serial number of the lead with product ID 3776-45 was updated to serial# (B)(4).